Event description:
Patient reported periodontitis and the new aligners will not go onto their teeth. Requested photos of their gums due to periodontitis and for them to remain in their current aligner. They are also to seek an evaluation from their dentist for gum diagnosis and to provided diagnostic findings and if they can continue clear aligner therapy.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.